Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 06-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
It was reported that the tube was ruptured with a ballooning of the tube at the 45-46cm mark. This occurred while the device was in use, inside the patient. The issue was noted on CT scan, and the tube removed from the patient. There was no injury to the patient. There had been a tube blockage that occurred between (B)(6) 2018. The patient's wife reported that a smaller syringe (smaller than 60ml enteral syringe) was used to unblock the tube, using hot water and pressure. Per a review by the nutrition nurse, the tube failure was due to user error. Per additional information received on (B)(6) 2018, the reporter confirms that the tube ballooned and split.